Event description:
It was reported by the pt's son that shortly after going through a security system, the pt experienced an increase in symptoms. The hcp reported that the pt's symptom control resolved prior to the pt being seen by the hcp, and with no treatment intervention being performed. The device remains implanted.

Manufacturer narrative:
The device remains implanted. If further information is rec'd, a follow-up medwatch report will be sent.